Event description:
Procedure: bypass of gastroenterostomy. According to the rptr: the firing knob only moved forward part way. The device was released and staple line was checked. Some staples were malformed. A new cartridge was used. Operating time extended: unk. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).